Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: specific number of the devices with suture breakage issue - lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a dental procedure on (B)(6) 2018 and a suture was used. During surgery, the vet was unable to get through a suture pattern without the suture breaking. The suture broke within the line, and not at the needle. A replacement device was used to complete the procedure. There were no adverse patient consequences reported.